Manufacturer narrative:
The reported "cuff won't inflate" failure mode was confirmed in the received sample. The analysis revealed that the pvt inflation valve presents a cut measuring 0.0780 inches. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Deflation tests are performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to defiate the cuff. (B)(4).

Event description:
It was reported by a customer in (B)(4) that, prior to use and during pre-test, the tracheostomy tube was leaking air at the cuff. It seemed that the air leaked from the pilot balloon. There was no pt involvement.

Manufacturer narrative:
(B)(4).